Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) ubd: 21-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone), baclofen, and bupivacaine via an implantable pump for non-malignant pain indications for use. It was reported that they were doing a dye study on friday, and they had a port access study done in (B)(6) 2025. The patient stated that they have been asking for the dye study for 6 months because something was not right with the pump since it was implanted almost 2 years ago and they were not getting any relieffrom the pump. The patient stated that something was wrong, and they had been brushing her off and they changed the facility where the dye study should be done. The patient was redirected to their healthcare provider to further address the issue. Additional information was provided from a consumer stated that the physician performed a dye study, which indicated the presence of granuloma attributed to high concentration levels. The was interrogated and found to be functioning normally. The patient is scheduled for follow-up next week. The patient stated that they are still in pain. The cause of the event remains unknown. No additional information is available currently.